Event description:
The customer reported on (B)(6) 2013 her blood glucose and insulin history is as follows: time: 6:00 am. Bg (mmol/l): 2.6. (Mg/dl): 47. Time: 8:30 am. Bg (mg/dl): 14.0. (Mg/dl): 252. Time: 9:30 am. Bg (mg/dl): 18.2. (Mg/dl): 328. Bolus (u): 3.5. Time: 10:00 am. Bg (mmol/l): 19.7. (Mg/dl): 355. She deactivated the pod and noticed the cannula had pulled out of the infusion. She also stated there was wetness on the skin and on the skin and on the adhesive pad.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.